Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) that was explanted (B)(6) 2012 was defective. It was stated that the new ins was better than the old one. Additional information was requested, but had not been received as of the date of this report.